Event description:
Caller alleged false negative hcg results using the consult diagnostics hcg cassette. Results as follows: pt 1 - (B)(6) 2011: home pregnancy test was positive, pt came to the clinic and tested negative. Quant was 273,427 miu/ml. Pt came back on (B)(6) 2011 because, she thought there were issues with the pregnancy. Urine was tested with negative results. Quant was performed on (B)(6) 2012 with a result of 181,356. Date of last menstrual period: "sometime in (B)(6)". Sample was not available for further testing.

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg110216-01; 100miu/ml hcg urine lot: hcg110307-01; 241.0iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc spec. Details are provided below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. (N=10) the 100miu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5) the 241.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=5) conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Corrective action not required at this time.